Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized due to worsened abdominal pain. On an unreported date, the patient was treated unspecified antibiotic (dose, route, frequency and duration were not reported) for peritonitis. Six days after the event onset, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.